Manufacturer narrative:
Product evaluation: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other similar complaint reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: a specific cartridge was not indicated. The customer indicated the use of a handpiece, which is not qualified for the approved lens/cartridge combinations for this model. The product investigation could not identify a root cause. A voluntary recall of acrysof restor® and restor® toric iol models occurred on (B)(6) 2015, after an increased number of complaints of ocular inflammation post cataract surgery. Following the announcement of the recall, reports of post-surgical ocular inflammation for non recall lenses in (B)(6) were also received. It is not unusual to expect the number of complaints to increase following such an announcement as there is heightened awareness of the event. The increase in complaints observed for the non recall models is specific to the (B)(4) market. Based on the interpretation that this increase in the number of reports of post-surgical ocular inflammation for the non recall models is below the published rates (oshika t, et al. Incidence of endophthalmitis following cataract surgery in (B)(6). Acta ophthalmol. Scand 2007:85:848-851), we will continue to closely monitor for any potential trends or signals.

Event description:
Additional information was received that the symptoms resolved.

Event description:
Additional information was provided that the patient also experienced vitreous clouding . Bacteriological testing was not performed. The clinical judgment of the inflammation was considered to be non infectious.

Event description:
A doctor reported postoperative inflammation approximately three days following an intraocular lens (iol) implant procedure. The patient experienced poor vision. The patient was treated with antibiotic intravenous drip injection, and eye drops. Anterior chamber irrigation was also performed. The lens remains implanted. Additional information has been requested.